Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: m943899a, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the belt is broken since 2 weeks post implant. The reason for call was pt stated initially that the remote shut off by itself and is not working pt stated they were not feeling stimulation and they think the ins is shut off. Pt reported that the seam broke where the paddle goes into the fabric. Patient services (pss) had pt take the li battery out and start to troubleshoot but then pt reported that they lost the ac power cord and stated a couple of days ago - something fell on the remote and damaged the remote. Pt stated they saw a rep a couple of days ago at the hcp office and rep told them to call to get a new controller the issue was not resolved. Pss is sending a request to repair team for the controller. Pss is sending a request to repair team for the belt. No symptoms or patient complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated that the cause was that they are charged sometimes. It won't charge and they were in a lot of pain. The patient stated that their stimulation is always on and never shut off.